Event description:
The "iab kinked" alarm sounded several times. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complications: unknown, reported 3/6/97. (Pt's current status: unk,-rpt'd 3/6/97.)